Manufacturer narrative:
Investigation: summary: no customer samples were received for evaluation. A review of the device history record was completed for the incident lot number and based on this review, there were no related quality notifications and all inspections were in compliance with requirements. Conclusion: based on the investigation, a root cause could not be determined within the scope of this evaluation which would indicate a manufacturing issue. Storage of glass tubes containing blood at or below 0ºc may result in tube breakage. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd pas business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7051943, medical device expiration date: 2018-02-28, device manufacture date: 2017-02-20. Medical device lot #: 7065848, medical device expiration date: 2018-03-31, device manufacture date: 2017-03-06. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after use, the frozen 16x100 mm 10.0 ml bd vacutainer® plus plastic whole blood tube, was cracking. No report of serious injury or medical intervention.